Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage, worsening mitral regurgitation, intervention, single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. The patient had fragile leaflets and there was difficulty visualizing the clip due to the anatomy. The initial procedure took place on 03/26/2021 and 2 clips were implanted, reducing mr to 1. The next day the patient had a transthoracic echocardiogram (tte) and mr was still 1. Over the weekend, mr deteriorated and a showed mr of 4+. One clip (10112u143) that had been implanted on (B)(6) 2021 was noted to have a bit of flail that was not present previously. The clip had a single leaflet device attachment (slda) as the posterior leaflet tore from the clip. Another clip was implanted on (B)(6) 2021 (10107u134) to attempt to stabilize the other clip and there was difficulty grasping. After several grasping attempts, the gripper appeared stretched out and the gripper would no longer drop. Throubleshooting was performed for over an hour so it was decided to remove the clip while still attached to the clip delivery system. Another clip was then advanced to the mitral valve and implanted, reducing mr to about 3. This was still a lot of mr for this patient so it was decided to implant an amplatzer septal occluder between the 2 clips. The amplatzer is well seated between the two clips but is tilted and mr has now increased to 4. The patient is doing ok. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any other similar incidents from the reported lot. Based on the information, the reported slda was due to fragile leaflets therefore due to anatomy. The reported mitral valve insufficiency/regurgitation (worsening mr) was a result of the reported slda. The reported poor image resolution was due to challenging anatomy. The reported unspecified tissue injury was a result of the reported slda as well since the posterior leaflet tore. The reported unexpected medical intervention (additional mitral valve procedure) was a result of case specific circumstances as another clip was implanted to stabilize the slda clip. The reported patient effects of unspecified tissue injury and mitral valve insufficiency/regurgitation are listed in the mitraclip g4 system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.